Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2317-50, serial: (B)(6), batch: 7070304/7070325.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended and the leads had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.